Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. After priming the platelet additive solution, the operator detected rbc in the collect line. They had to stop the procedure. The product was contaminated with rbc. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count was not provided by the customer. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file during the pas addition phase showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel line clamps are left open or if partially occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink. It is probable that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel line clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place, but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel line clamps were partially clamped and not fully occluded from the beginning of pas addition. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. The analysis of the run data file during the pas addition phase showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel line clamps are left open or if partially occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink. It is probable that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel line clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place, but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel line clamps were partially clamped and not fully occluded from the beginning of pas addition.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. After priming the platelet additive solution, the operator detected rbc in the collect line. They had to stop the procedure. The product was contaminated with rbc. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. After priming the platelet additive solution, the operator detected rbc in the collect line. They had to stop the procedure. The product was contaminated with rbc. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file during the pas addition phase showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel line clamps are left open or if partially occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink. It is probable that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel line clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place, but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel line clamps were partially clamped and not fully occluded from the beginning of pas addition. Investigation is in process, a follow-up report will be provided.